Manufacturer narrative:
Correction: a1.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred after the start of a patient¿s hemodialysis (hd) treatment. Upon follow-up, the cm stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cm the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there was no other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred after the start of a patient¿s hemodialysis (hd) treatment. Upon follow-up, the cm stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cm the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred after the start of a patient¿s hemodialysis (hd) treatment. Upon follow-up, the cm stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cm the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.